Event description:
Information was received indicating that a cadd ms3, pump was not running for three days but pump was showing it was running. It was reported the end user was feeling lightheaded, weak and tired and was advised by her doctor to decrease the rate from 0.038ml.hr to 0.028ml.hr and contact the doctor again in an hour. Per reporter a backup pump was used to restart the remodulin at 0.038ml.hr, after about 15 minutes the end user was reported to be "feeling a little funny". It was reported the pump was replaced. Medication: remodulin 10mg/ml, united therapeutics. Dose: 78 ng/kg/min: subcut. Frequency: continuous. Start date: (B)(6) 2021. Lot#: 2101723. Expiration date: (B)(6) 2022. Diagnosis: pulmonary arterial hypertension (pah).

Manufacturer narrative:
Additional contact information: (B)(6).

Manufacturer narrative:
Additional contact information: (B)(6).

Event description:
Information was received indicating that a cadd ms3, pump was not running for three days but pump was showing it was running. It was reported the end user was feeling lightheaded, weak and tired and was advised by her doctor to decrease the rate from 0.038ml.hr to 0.028ml.hr and contact the doctor again in an hour. Per reporter a backup pump was used to restart the remodulin at 0.038ml.hr, after about 15 minutes the end user was reported to be "feeling a little funny". It was reported the pump was replaced. Medication: remodulin 10mg/ml, united therapeutics. Dose: 78 ng/kg/min: subcut. Frequency: continuous. Start date: (B)(6) 2021. Lot#: 2101723. Expiration date: 04/30/2022. Diagnosis: pulmonary arterial hypertension (pah).